Manufacturer narrative:
Additional information - h6.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-24048. It was reported that the patient presented in clinic for a prophylactic extraction due to infection. It was observed that the patient had an open wound at the pulse generator suture site and drainage fluid. The patient complaint of chills/fever. A physical examination revealed the presences of wound dehiscence. Preliminary testing was performed that revealed mrsa at the pocket site. Vegetation was not noted on the leads. The system was explanted. The physician does not believe the infection was procedure or system related. The patient was in stable condition.